Manufacturer narrative:
A ge representative evaluated the system and found the monitor needs to be replaced. There are no monitors available for this product. Customer declines to pursue repair any further. (B) (4).

Event description:
The customer reported the left monitor went dead during a pain case. No pt injury was reported.